Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing on the a sense amp was observed, but interval stability and morphology called the rhythm vt. Programming changes were made. The patient will continue to be monitored.